Event description:
A patient had been referred for battery replacement surgery due to normal battery depletion. During the surgery, high impedance was found on the new generator. The previous generator was unable to be interrogated. A generator diagnostics test was performed with the test resistor and the new generator was within normal limits. The pin insertion site was cleared, and the lead pin was re-inserted several times, but still resulted in high impedance. Once the lead was replaced, the impedance was within normal limits. The explanted devices were discarded by the hospital. Additional relevant information has not been received to-date.

Event description:
It was reported via follow- up with patient that they are not sure about moving forward with a replacement due to an experience with dr. (B)(6). Patient reports surgeon states he messed up the lead and it was frayed. Patient states this messed up his vocal cords. No other relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: diagnostics were inadvertently not provided in the initial report.